Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was undetermined. There was not enough information available to make a determination. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2012 00:40:57. During night drain cycle three, the patient's ultrafiltration reading was 833ml, indicating the home patient (hp) drained 833ml more than their maximum programmed fill volume of 1300ml. This information meets iipv criteria. No additional information is available.